Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the heater bag and heater line of an amia automated pd cycler set which resulted in a leak. This occurred during setup of peritoneal dialysis (pd) therapy. The patient was not connected for therapy at the time of this event. This issue was further described as, "heater bag was not connected properly and liquid from the heater bag kept leaking on to the device". There was no report of patient injury or medical intervention associated with this event. No additional information is available.